Event description:
I had lasik surgery about 20 years ago and was left with vision that was not correctable with any lenses. I have also suffered from side effects that were not disclosed. I was told by the doctor that I was an appropriate candidate for the procedure but I was in fact not which I learned later as my pupils were too big. I have suffered from many side effects for years but to an uncorrectable degree from glasses; halos, starbursts, and distortion in artificial light. I have also suffered from extreme dry eyes, new astigmatism since the procedure and ongoing deteriorating vision.